Event description:
This is filed to report the clip detaching from one leaflet and increased mr. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing the mr to a grade of 2. The patient returned on (B)(6) 2022 for a tricuspid procedure when it was noted that one clip detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3-4. It seemed the clip was attached to the chordae. No treatment will be performed at this time. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mr appears to be due to the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.